Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with muscle stimulation presented in clinic for follow up after a merlin.net transmission showed the device had gone onto back up vvi mode. A device download was successfully performed. The patient condition was stable.